Event description:
On (B)(6) 2022 veryan were notified of a procedure where the physician could not cross the target lesion. The date of the event is unknown. This was a highly calcified lesion and the area was prepared using balloon angioplasty and laser atherectomy. A biomimics 3d (bm3d) stent 6 x 150mm was inserted using a pedal approach with a v-18 guidewire and then an amplatz super stiff wire. There was resistance experienced prior to crossing the lesion. The device was then removed the target lesion underwent additional preparation before a competitor device was used to finalise the procedure. The bm3d device was returned and investigation of the device highlighted that the nose cone had retracted back into the outer braid. There were no noticable kinks or casting of the braid. All bonds were intact. There was increased stroke length observed. It is not known when the retraction of the nosecone occurred but as the device history record revealed no issues related to the complaint, it is possible the nosecone retraction occurred during advancement. The IFU states "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent.". There was no impact to the patient.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. The complaint investigation included an evaluation of the returned device and communication with the physician that was involved with the case. The additional information received from the site in response to questions from the complaints team highlighted that a pedal approach was used. The target lesion was prepared prior to advancement of the device. There was resistance experienced during advancement, however the physician could not cross the lesion and removed the device. He proceeded to conduct additional vessel preparation before completing the procedure with a competitor device. The complaint device was returned to veryan for analysis. There were no noticable kinks or casts on the outer braid. All bonds were intact. There was increased stroke length at the proximal end and there was a slight bend possibly due to the way it was packaged for return. The nose cone had retracted into the distal end of the outer braid. An attempt was made to deploy the stent but a high deployment force was required probably due to the retracted nose cone at the distal end of the outer braid. The nose cone was manually removed and the stent deployed with little resistance. No angiographic images were returned despite multiple attempts (3) by the complaints team. However due to the resistance experienced it is believed that the anatomical conditions of the vessel were challenging. The IFU states "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent." The complaint was categorised as "unable to cross lesion" with a cause category assigned as insufficient initial vessel preparation. If any additional information becomes available on this event a follow-up report will be submitted.